Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer was connected to the insulin pump without programming any settings into it. Customer's blood glucose level was 572 mg/dl. She treated her high blood glucose level with a manual injection. After the customer was helped programming the insulin pump, her blood glucose level was 379 mg/dl. The insulin pump kept alarming no delivery and she stopped using the insulin pump. The device was not returned.